Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, perhaps biomechanical overload, perhaps bruxism. To avoid a sinus lift and due to the lack of gap width, only a pf 3.5 implant could be placed, presumably the implant was overloaded.